Event description:
Medtronic received information that prior to implant of this transcatheter bioprosthetic valve, the valve was loaded into the delive ry catheter system (dcs). A line was then observed on the distal portion of the capsule. After further inspection, a split/tear was observed. No difficulties or issues were reported for the loading process and no bulge was observed on the dcs. The valve was removed and reloaded onto a new dcs with no issues. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) handle intact. The device was received with the capsule partially opened. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advance and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the distal section to the proximal end of the capsule. The inner member shaft and spindle hub appeared intact with no evidence of damage. There was a slit to the capsule outer layer at the distal end of the capsule, exposing the nitinol frame. There was a tear to the capsule outer layer at the proximal end of the capsule, proximal to the capsule slit, exposing the nitinol frame. There is a raised area of the capsule outer layer directly distal to the capsule tear at the proximal end of the capsule. The reported event could be confirmed in the analysis as a capsule slit and capsule tear were present on the capsule. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The subject dcs was returned to medtronic for analysis. Delamination was observed over the nitinol reinforcing frame along the distal section to the proximal end of the capsule, which typically occurs when the capsule is subjected to a bending force, potentially after a misload has occurred. The reported event indicates that following the loading of the valve onto the dcs, a line was observed on the distal portion of the capsule. After further inspection, a split/ tear was observed, which was confirmed in the analysis. Capsule damage may occur due to excessive compressive forces applied to the capsule. Forces in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H11 - correction to include reference: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.